Event description:
Boston scientific received information that this right ventricular (rv) lead and right atrial (ra) lead had dislodged shortly after implant. The ra lead was successfully repositioned. However, the rv lead was examined and tissue was noted in and on the helix preventing it from fully extending. The physician attempted to remove the tissue, but ultimately elected to implant a different lead. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found blood/body fluid in the helix housing. In addition, high power visual inspection did not reveal any tissue in helix/helix housing. The helix mechanism functioned properly. Laboratory testing was unable to reproduce the reported clinical observations.